Event description:
During a percutaneous transluminal angioplasty to target lesion between the left external iliac and left superficial femoral arteries, the air couldn't be removed completely from the balloon and its lumen. The access site was the knee, contralateral approach. There was no info of the vessel characteristics. A guidewire was inserted across the lesion via a sheath introducer without difficulty and the product was advanced to the lesion. The physician induced negative pressure, before the inflation of the balloon; however, the air could not be completely removed from the balloon and its lumen. It was thought that the hub might have been cracked. Therefore, the savvy balloon catheter was withdrawn and another balloon catheter was used for the procedure with success. There were no adverse effects to the pt. Further info indicated that the product was prepared per the instructions for use and no anomalies were found during the preparation of device. Pt-specific info was not available. The product is available for analysis.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the target lesion between the left external iliac artery and left superficial femoral artery, the air could not be completely removed from the balloon and its lumen. The product was prepared as per the intruction for use. The system was withdrawn from the pt's body and another balloon catheter was used to end the procedure successfully. There was no reported pt injury. Functional testing of the returned product revealed a leakage at the proximal glue point of the hub and the major contributing factors to this event appear to be manufacturing related. The product was returned for analysis. Functional testing was performed by pressurizing the unit with water up to 10 atmospheres and revealed a leakage at the proximal glue point of the hub. Review of the manufacturing route sheets revealed no anomalies that could be associated with the hub leakage. However, microscope examination revealed that the adhesive to bind the hub and body was insufficient, which was identified to be related to the manufacturing process.